Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer mentioned that high readings persisted for 3 days. The customer stated that the drive support cap was okay. The customer reported no delivery and low reservoir in the past. The customer stated that the cannula was straight and not occluded. Customer was advised to change entire set.